Event description:
On 11-sep-2025, it was reported that a beta bionics ilet user experienced an occlusion alert during a meal bolus, with a blood glucose value of 256 mg/dl. The user performed a tubing fill to restore insulin delivery and continued therapy. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.